Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user observed a warning message indicating that the backup batteries may not be available as expected. The device was not replaced and the procedure was completed without incident. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.